Event description:
Pt implanted 02/23/1998 in nasolabial folds. Onset of infection granuloma and delayed healing in nasolabial. Wound excised on 09/22/1998 and pt treated with ceftin on 09/25/1998. Wound excised on 10/08/1998. The implant was explanted 10/22/1998 and the pt treated with augmentin on 10/20/1998 and 11/08/1998.